Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis but a picture showing five threads without needles attached. Without any sample we cannot carry out an analysis in order to take a decision. However, taking into account the picture received, we consider this case as confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 0.78 kgf in average and 0.68 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Final conclusion: taking into account that the picture received shows samples that do not fulfil the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle and the thread were found detached when the surgeon opened the product. No further information has been provided.